Event description:
It was reported that a user experienced difficulty entering the dexcom g7 sensor code into the ilet pump, which led to an incorrect or incomplete pairing code and the system attempting to pair with the sensor without the intended leading zero. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and successful re-initiation of sensor pairing after code correction. Investigation included review of device logs when available and guided troubleshooting to edit the pairing code and reattempt pairing with the correct code. Investigation of this case revealed user input error related to entering the g7 sensor code and successful resolution by updating the pairing code to 0977 and confirming pairing and warmup initiation. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error.